Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Right ventricular defibrillation impedance generally approximately 38 ohms from (B)(6) 2016, but spikes out of range high on 2016-07-22 for that day only (very limited data in the save to disk file).

Event description:
It was reported that the right ventricular (rv) lead alerted for high rv coil impedance. The lead remains in use and is being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high rv pacing thresholds and high pacing impedance which triggered an alert. The rv lead was reprogrammed to not capture and will only left ventricle pace as the physician wants to save on battery life and avoid surgical intervention. The rv lead remains in use. No patient complications have been reported as a result of this event.